Event description:
It was reported that the patient presented for a lead replacement procedure. During the procedure, it was noted that while attempting to insert the left ventricular (lv) lead in the implantable cardioverter defibrillator (ICD)'s header, the set screw could not be tightened. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This caused the torque driver to slip and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.